Manufacturer narrative:
A lead displaying high impedance due to lead pull out was reported abbott. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system could not enter MRI mode. Diagnostics revealed high impedances on the first two contacts only. Imaging revealed the lead tail was not fully inserted into the ipg header. As a result, surgical intervention may take place at a later date to address the issue.